Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The device was in secondary vector at the time. Boston scientific technical services (ts) discussed it may be due to a loose set screw or possible fluid in the port. The device was reprogrammed to primary to mitigate the inappropriate therapy. No adverse patient effects were reported.